Event description:
The user facility reported a 55-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the impella catheter was unable to advance into the left ventricle. It was difficult getting a catheter around the aortic arch. The physician said that the patient¿s anatomy was normal. A new impella was placed successfully.

Manufacturer narrative:
The cause of the delivery issue was most likely patient condition related due to patient anatomy of aortic arch made delivery difficult. Complaint device not returned for investigation.